Event description:
A talent stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology the iliac arteries are 8 to 8.5 mm in diameter, moderately tortuous, moderate calcification. The stent graft was inserted however the physician was unable to advance the device to the intended landing zone. The physician attempted with a 24 fr dilator however, was unable to gain access. It was reported that the stent graft delivery catheter kinked due to the calcification in the vessel. The stent graft was removed from the patient without issue. The patient was not treated. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: vessels are moderately tortuous and moderate calcification, other: graft cover kinked. Conclusion: the vessels are moderately tortuous and moderate calcification.